Event description:
A distributor reported that while injecting the lens into the patient¿s right eye, the surgeon noticed both haptics were broken. Per the surgeon¿s decision and patient¿s unique logistic situation, iol was removed and replaced with a lens of a different model the next day. Additional information regarding patient outcome and visual acuity was requested and not received.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Additional information received indicated the loading of the lens was normal and nothing unusual was noticed. During the injection procedure the lens moved normally without a hard stop and while the lens was being introduced through the anterior chamber the lens was noted to be without haptics.